Event description:
It was reported that the patient developed an methicillin-resistant staphylococcus aureus infection. The infection was identified by echocardiogram. The right ventricular (rv) lead was removed with the rest of the ICD system. The patient tolerated the procedure well and left the operating room in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).